Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer changed out the infusion tubing several times. The customer's blood glucose (bg) level was 139 mg/dl. The pump showed that there was still active insulin in the body to address the bg level and insulin injections were available if needed. The customer was to changed the infusion site. As the supplies to the pump had been changed prior to contacting tandem technical support, troubleshooting to determine a possible cause of these occlusions was unable to be performed.